Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis and high blood glucose on (B)(6) 2019 with blood glucose of 538 mg/dl. Customer also states that insulin was squirting during manual prime process but customer declined troubleshooting. The customer was treated with manual injection and insulin drip during hospitalization. Insulin pump had rainbow screen and crack on display corner. Insulin pump also received motor error alarm but customer declined for troubleshooting. Insulin pump rejected batteries and failed battery test but issue was resolved after troubleshooting. The customer was wearing the insulin pump within 48 hours of the high blood glucose event. Customer declined for high blood glucose. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and delivery accuracy test . The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. The test battery was removed and reinserted with no failed battery test alarm noted. No motor error alarm or display anomaly or rainbow display anomaly noted during testing. During the occlusion test, the unit recognized the water filled reservoir that was installed in the reservoir compartment. Device was programmed with a 2.0 unit fill cannula delivery. Then the unit delivered the 2.0 units properly with water exiting the infusion set. No prime/fill anomaly noted. The motor was tested outside of the unit and passed. Device uploaded properly using care link. Device had cracked case at display window corner extending towards the back of the device case, missing end cap sticker, minor scratched display window, cracked battery tube threads, cracked case at the reservoir tube window corner, scratched reservoir tube window and cracked reservoir tube lip. (B)(4).